Event description:
It was reported that the patient was experiencing inadequate stimulation due to the leads having high impedances. The patient underwent a revision procedure wherein the leads were replaced, and patient was doing well postoperatively. The explanted leads were not returned per hospital policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event additional suspect medical device component involved in the event: product family: cs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6) , batch: 7076441.